Event description:
After placement into the patient and connected to the balloon pump, there was a helium alarm. The iab [intra-aortic balloon] was removed and replaced with no alarms or harm to the patient. Manufacturer response for intra-aortic balloon catheter, intra-aortic balloon catheter kit 8fr 40cc (per site reporter).